Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments/partial display due to blank display. Device received with severe scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen got smashed and hey can not read the display. The customer's blood glucose value was unknown. Customer states the insulin pump had been bumped. Customer stated that the scratch was on the lcd screen. The customer declined troubleshooting for low blood glucose value. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.